Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that this aortic bioprosthetic valve was explanted after ten (10) years, six (6) months due to unknown reasons. This was replaced with a 25 mm pericardial bioprosthesis. No additional details provided.

Manufacturer narrative:
Device not returned. Although there have been attempts to receive further information regarding the event, no additional information was received and the explanted device was not returned to edwards for analysis as it was discarded at the hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.